Event description:
Post market surveillance study. It was reported that 103 days post procedure, the pt developed in-stent restenosis. The pt presented for treatment with an acute mi (myocardial infarction). Target lesion one was located in the proximal cx (circumflex) measuring 3.0x24mm with a 75% stenosis. Target lesion one was treated with a 3.0x24mm taxus express2 drug eluting stent and was post dilated. Target lesion two was located at the distal cx measuring 2.75x32mm with 90% stenosis. Target lesion two was treated with predilation, placement of a 2.75x32mm taxus express2 drug eluting stent, and post dilation. Both stents were viewed using ivus (intravascular ultrasound) post deployment and showed no issues. Pt was discharged on asa and plavix. The pt returned 103 days post procedure and restenosis was found at the proximal side of the 3.0x24mm stent. The restenosis was 90% at the proximal lad (left anterior descending) and was treated with balloon angioplasty and another taxus express2 drug eluting stent was implanted. The physician reported that the event was possibly related to the taxus stent. The physician said there was possibility it was related with taxus stent and procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.